Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during an anterior repair procedure on (B)(6) 2012. The physician used a vertical incision. On the day of the surgery, the patient 'popped out' the closing sutures. Approximately one month post-procedure, the patient "pushed out sutures and part of the mesh" while using the bathroom. The patient returned to the physician, who noted some vaginal mesh exposure, which she trimmed. The mesh exposure was reportedly related to the suture and mesh being pushed out (specifics unknown). The patient, who is reportedly in stable condition, will be returning for a follow-up appointment in (B)(6) 2013. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.